Manufacturer narrative:
The customer's strips of lot 294151-12 were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 2.9 inr , retention meter and customer strips: 2.9 inr . Donor #2: retention meter and master lot strips: 2.5 inr, retention meter and customer strips: 2.5 inr. Retention material complies with the specification. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The customer no longer had any remaining test strips to return for investigation. This event occurred in (B)(6). Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The specific date of the event was not known. The customer stated the event occurred in (B)(6) 2018. The result from the meter was 4.9 inr. The result from the laboratory was 2.x. Inr. The customer could not remember the specific result. The laboratory method was not known. There was no allegation of an adverse event. The therapeutic range was 2.5-3.0 inr.